Event description:
The customer called and stated that an alarm had occurred during a bolus. It was indicated that the customer had received an alarm. When the infusion set was changed, the cannula was bent. Troubleshooting was done and the customer was told that the alarm is mostly due to a site issue. Additionally, the customer was educated on the two hbg rule. It was reported that the customer had mentioned they were hospitalized for hbgs a few days ago and was on an insulin drip.